Event description:
Material no: 930400, batch no: 1043725. It was reported that (per photo) foreign matter found in package. Verbatim: the purpose of this email is to report a complaint on 3 ml chloraprep that was received from sxxxx mxxx at .... She can provide specifics and also has the affected product. She is copied on this email. See attached pictures. Thanks.

Manufacturer narrative:
Follow up for (B)(4). Photos received were analyzed and indeed they show a 3ml applicator package with a stained foam. Lot number is not visible on pictures. Without a lot number and a physical sample a definite root cause can't be identified. The most probable root cause is the presence of a foreign material inherent to the process and/or equipment. Probable potential causes include failure to perform machine cleaning activities. Controls include gowning procedures and cleaning activities.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: 930400 , batch no: unknown. It was reported that foreign matter found in package.